Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One non-mdt stent and an endeavor sprint drug eluting stent were implanted in the mid lad during the index procedure. Approximately 11 months post index procedure patient suffered drug induced liver injury. The patient was treated with medication but expired three months later. The cause of death is unknown.